Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.